Event description:
Procedure: c-section. According to the reporter: the needle of the endostitch broke off during use and the surgeon could not find the remnant. An x-ray was performed by the x-ray had not been read at the time of the event. Surgery time was not delayed by more than 30 minutes. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than on inch. There was no unanticipated blood loss of 500cc or more.

Manufacturer narrative:
(B)(4).